Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), implanted: (B)(6) 2013, product type recharger. Product ID: 97754, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was re ported that the desktop charger connector pin was loose. It was also reported that the recharger screen indicated it needed to be plugged in even though it already was. The patient stated the recharger screen was blank and it would not power on. The patient reported that because she could not charge her implantable neurostimulator (ins), it went into a discharged state and therapy stopped. She reported she could not turn the therapy on. The patient was transferred to repair. The patient later reported that when she tried plugging in the replacement desktop charger, the recharger would not power on. The patient confirmed a green light was present on the desktop charger when it was plugged into the wall. It was reported the connector pin was still loose in the recharger. It was reviewed that the issue might be with the recharger. The patient was transferred to repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.